Manufacturer narrative:
Product event summary: analysis confirmed the report stylus issue; stylus was found defective. Analysis also found the printer did not work after interrogation because of "no disk space". No software update was possible with open internet connection. It was noted errors were found in the programmer update history. Both keyboard hinges were broken and the power cord bay was worn.

Event description:
It was reported the printer and the stylus pencil were broken. It was also reported the software updates cannot be installed. The programmer was returned for service. There was no patient involvement.